Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿ok¿ buttons were not responding properly and required multiple presses to elicit a respond. Patient stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling. The ¿ok¿ button had delayed responses while the remaining buttons responded properly. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored with fading text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.